Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER after receiving multiple shocks. Upon device interrogation, it was noted that multiple shocks for vf rhythm were delivered, but did not convert the rhythm. Charge time limit alert was also received, possibly due to multiple consecutive charges. The device approaching eri. The device was explanted and replaced. No further information is available.